Event description:
It was reported that a drill heated up when being operated. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and a repair investigation was conducted. Based on the results of the repair eval, the rotor assembly was discovered to be noisy, indicating possible damage to the assembly. A damaged rotor assembly can lead to the device overheating. The rotor assembly was replaced and additional preventative maintenance was performed. The drill was repaired and returned to the customer.